Event description:
It was reported that the patient had a revision due to infection.

Manufacturer narrative:
Medical product: fitmore cup hip impl win gen ; catalog #: unknown; lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00019. Product not available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g3, g6, h10 event description: it was reported that the stem was infected and revised with an other product. Review of received data: - no medical data such as x-rays, surgical notes or any other case-relevant documents received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification. - DHR review. As the lot numbers were unknown a DHR check could not be done. - sterilization certificate: the certificate could not be reviewed as the lot numbers were unknown. - complaint history review: a complaint history review could not be done as the reference numbers were unknown. Conclusion: it was reported that the stem was infected and revised with an other product. Lot identification is necessary for review of device history records, however, lot identification was not provided. Insufficient information provided, hence it was unable to perform a complaint history search. Surgical notes were not provided, therefore the infection event could not be confirmed. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. It is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the available information, an exact root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00019-1.

Event description:
Investigation has been completed.